Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. Our field service engineer investigated the system at the hospital. The investigation found that the pressure transducer test failed during the system checkout. The issue was solved by replacing the inspiratory and the fresh gas pressure transducer pcb. The anesthesia system was successfully tested and was cleared for clinical use. Both pressure transducer pcb:s were returned for investigations. No deviations or damages could be noticed when visually inspected. The two pcb:s were installed in reference anesthesia system and a successful system checkout was performed. A long term ventilation test (lasting approximately 48 hours) was conducted. No alarms or deviations were noticed. After 48 hour ventilation test, a new successful system checkout was performed. Further investigations of the pressure sensors on the pcb:s found that the measured resistance in the pressure sensors bridge (wheatstone bridge) were normal. A complete set of device logs was received. The evaluation of the logs show that the system checkout failed due to having an inspiratory pressure transducer gain correction factor out of range with a very small margin. The fresh gas pressure transducer had no issues. We have not been able to determine the true cause of the reported system checkout failure.

Event description:
Manufacturer's reference number: (B)(4).